Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. During visual inspection it was identified that one portion of the cuff was adhered to the tube. The cuff was massaged while the pilot balloon was squeezed and the cuff inflated symmetrically. The test is done according to the instructions for use. The failure of the broken cuff was not confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
The customer reported: " on the afternoon of 04-apr-2024, during a patient's tracheostomy tube change by the orl doctor and the medical and paramedical teams in the pediatric intensive care unit, damaged and non-compliant cannulas (glued cuff and glued and damaged plastic) were found. After opening 5 different boxes, they finally found a usable cannula." There was patient involvement, but there were no consequences of the event. There was risk of deterioration of the patient's condition (risk of infectious hygiene or respiratory infection) if the damaged cannula may have been used. The device is not available for evaluation. The number of devices involved from lot 3904655 is 2, but only one is available for investigation.

Manufacturer narrative:
H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.